Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the char marks on the front heat sink could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the device, char marks on the front heat sink were also found.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user¿s error report was not replicated. However, the lamp had black burn marks present. The olympus lamp life meter was reading at 200+ hours, with a light intensity that measured out of range. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause for the reported event could not be confirmed. During the device evaluation, the user report was not duplicate. No e103 error code was noted during testing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus evis exera iii xenon light source was receiving an error message during a diagnostic procedure. According to the initial reporter, the original bulb would not stay on, the unit switched to the spare bulb which was dim. Reportedly, the procedure was completed, with no negative impact to the patient.